Manufacturer narrative:
Investigation of this case is ongoing.

Event description:
As reported through the (B)(4) study, the patient suffered a stroke one day after a transfemoral tavr procedure. Investigation of this event is ongoing. The patient also showed an increase in valve gradient to 77mmhg.